Event description:
Reporter alleged the advantage system generated a result of 921 mg/dl which is outside of the system's reading range of 10-600 mg/dl. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. It was reported when looking in the system memory, a result of 126 mg/dl was found. However the 921 mg/dl reading was not in the system memory. Reporter indicated eating as normal and no other actions were taken or treatment reported received. A request was made for the return of the suspect device and replacement was sent.